Event description:
It was reported that a novum iq large volume pump under-infused fentanyl gtt during patient infusion in the med/surg intensive care unit. The volume to be infused displayed on screen was 56.8 ml, volume left when bag and tubing emptied was 92 ml. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: h6, h11 h11: a device history review revealed no issues that could have caused or contributed to the reported issue. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.